Manufacturer narrative:
Product ID neu_ens_stimulator, serial # unknown, implanted: (B)(6) 2017, product type external neurostimulator.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported the patient felt a shock with stimulation on (B)(6) 2017. The patient also complained that his flow start and stop had returned and stated that only one side was working. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: previously reported regulatory report #3007566237-2017-02027 was reported on lead in error instead of external neurostimulator. This makes this complaint as not reportable complaint as shocking was reported on external neurostimulator. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported the patient felt a shock with stimulation on (B)(6) 2017. The patient also complained that his flow start and stop had returned and stated that only one side was working. No further complications were reported or are anticipated. The manufacturing representative reported that patient had the verify turned on a low setting where patient stated it was comfortable. Once all the medication wore off, the stimulation needed to be decreased, which it was done by doctor. Two leads are placed in the event, one side migrates. Good placement was obtained in the operation room under floro. Post-operative, one side was more effective in controlling symptoms than the other side.